Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a depleted battery, which became depleted due to the device displaying a service code. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device in question was not returned to stryker for further evaluation or testing. The customer was sent a replacement device to resolve the reported issue. At this time, the root cause of the reported problem could not be determined.